Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence. A new artificial urinary sphincter consisting of a 5.5 cm cuff, pump, and balloon were implanted.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence. A new artificial urinary sphincter consisting of a 5.5cm cuff, pump, and balloon were implanted. Additional information received indicated the recurring incontinence was due to atrophy.